Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged that the brake casters move when the brakes are engaged. No patient impact.